Event description:
It was reported that the right ventricular (rv) lead dislodged and was unable to be repositioned. The lead was partially explanted because of extraction difficulty and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)